Event description:
The manufacturer received information alleging a high internal o2 alarm occurred on a trilogy 202 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy 202 ventilator was evaluated by a third-party service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to low flow was recorded in the device event log. In addition, the service engineer noted that a leak occurred during testing in the sensor plate of the pneumatic circuit and that attempts have been made to calibrate the device for the issue of "fan service" error message. The system does not meet the specification for the performed service and is not returned to use. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently pending the completion of the evaluation. A supplemental report will be submitted as due.